Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is inoperable. The ipg was unable to communicate with the external devices and issue was confirmed by the abbott representative. The patient reportedly last received stimulation more than two years ago. The patient currently is undergoing a trial procedure. Surgical intervention may be pending after the trial to address this issue.

Event description:
The ipg was removed and replaced (B)(6) 2018, however, this event does not meet requirements for regulatory reporting as this issue is considered normal battery depletion. Effective therapy has been restored.

Event description:
Follow up information identified x-rays showed no anomalies. Surgical intervention is pending to implant a new ipg.